Event description:
It was reported that the patient presented to the hospital for a schedule device changeout. During procedure, the right atrial (ra) lead was unable to be removed from the pacemaker header. The physician attempted removing the lead using multiple hex wrenches, however found the header set screw to be stripped and unable to remove the ra lead. Consequently, the pacemaker header was cut to release the ra lead. The ra lead was capped and the pacemaker explanted on (B)(6) 2025. The pacemaker was replaced while the atrial port on the new device was plugged. The patient was stable.

Manufacturer narrative:
Reported event of loose connection and failure to disconnect were not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Visual inspection found the header was broken off and could not be analyzed. Analysis of the device image indicated device was within normal range of operation. Longevity assessment found the device operating at elective replacement indicator (eri) level and within expected longevity. No other anomalies were seen.

Event description:
New information received notes that the right atrial lead was damaged in the process of removing from the header.